Event description:
It was reported that the iab pump emmitted "rapid helium loss" alarms after the pump was turned on. The iab was removed, and another was not placed. There were no reported pt complications.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.